Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Without the sample and lot number, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A 12 month complaint history analysis from september 2013 to september 2014 was conducted. To date, there have been 6 complaints received for this failure mode and product ID, none of these complaints have been confirmed manufacturing related issues. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A CAPA is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that per the nurse, the plastic adapter came off the pt's transfer set when their peritoneal dialysis catheter was placed during surgery. The plastic adapter (unk lot) had pulled apart during the night when pt was confuse. There was no damage on the adaptor. The pt uses a pd belt to secure the catheter. The pt had an infection and was treated with ip antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.